Event description:
It was reported that the right ventricular (rv) lead had dislodged and exhibited partial capture. After an attempt to reposition the rv lead, the rv lead was reprogrammed and the patient was sent to a different facility. The rv lead was removed. No patient complications have been reported as a result of this event.